Event description:
It was reported that in 2005 during a one level anterior cervical fusion, the ant cer ii cervical plate disassembled due to a spur being under the plate while tightening the caudal screws after locking the cephalic screws. The surgeon proceeded with surgery by leaving the cephalic portion of the initial plate intact. He then removed the distal portion, burred down the spur and replaced the initial distal portion of the modular plate with a new one and secured it with screws. There was a 30 minute delay of the procedure. (Two different plates were used for a single level fusion.) Antcer plate disassociated in surgery. Put top 2 screws in plate, put in first caudal screw and noticed plate diassociated. Surgeon removed bottom screw, removed bottom half of plate and took apart another plate and used the bottom portion to attach to the top portion of the plate that disassociated. Rep said patient had bone spur that was disruptive to the plate. Patient follow up 2 weeks post op, plate was intact and looked good.